Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding and hemolysis as well as a direct correlation to the heartmate 3 lvas, serial number (B)(4). , could not conclusively be determined through this evaluation. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4). The device is not available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. This IFU lists bleeding and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in , ¿introduction¿. ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history records for (B)(4). Were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 the patient was admitted for major bleeding and hemolysis. On (B)(6) 2022 the patient developed major bleeding in the abdominal cavity. The patient was on warfarin and aspirin at the time of the event. Four to eight units of red cell concentrate were transfused every 24 hours, and the patient's anticoagulation was stopped. On (B)(6) 2022 , the patient developed hemolysis. The patient was discharged on (B)(6) 2022.